Manufacturer narrative:
Ous MDR.

Event description:
Ous MDR. This lead was successfully revised due to dislodgment one day post implant. The physician had difficulty in fixing the lead during the operation. This is all the available info. If add'l info becomes available, this event will be updated.